Manufacturer narrative:
The device was not returned to bsn. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had high impedances on several contacts on the lead. The patient later experienced their pain returning. The physician noted there were high impedances on most of the contacts on the lead, and assessed the high impedances caused a loss of therapy to the pain area. The patient then underwent a lead revision procedure where the lead with high impedances was replaced. The patient was doing well postoperatively with complete therapy coverage.